Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2218-50 serial #: (B)(4), description: linear st lead, (B)(6). The explanted devices were not returned to bsn as they were kept by the medical facility. A review of the manufacturing documentation for the leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing jolts due to some contacts on the leads having high impedances. The patient underwent a revision procedure wherein the leads were replaced. The patient was doing well postoperatively.